Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Patient reported that during her c-section the richardson retractor broke while the surgeon was operating in her abdominal area. She advise that the hospital attendees (residents, nurses, doctors) brushed it off as if it was not a big deal. She called here to investigate if this complaint was submitted by the hospital because they are not very helpful at this time. On 4/21/2016 customer confirms it was a richardson retractor.

Manufacturer narrative:
On 5/20/16 integra investigation completed. Method: failure analysis, device history evaluation. Results: failure analysis - failure analysis cannot be completed due to the lack of information received to perform a complete investigation. Product has not been returned for evaluation. Unconfirmed. Device history evaluation - DHR review. Nonconforming product report / nonconforming material report history: none. Variance authorization / deviation history: none. Engineering change order/manufacturing change order history: there is no applicable engineering change order/manufacturing change order history: corrective action preventive action history: none. Health hazard evaluation history: none. Conclusion: root cause cannot be determined due to the lack of information received to perform a complete investigation. Product has not been returned for evaluation.